Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon removing the tubing set following treatment fluid was found inside the cycler. Patient had no ill effects. Patient discarded the sample. Sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the lot number was not able to be obtained date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month prior to the date of the event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process..